Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The distributor contacted animas on (B)(6) 2012, reporting that the up, down, and ok buttons were unresponsive to presses. No further information was reported. This report is made based on the allegation of the button response issue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad buttons were found to be responding appropriately to button presses. The keypad was removed and no button contact defects were found.